Event description:
It was reported a patient had a break in aseptic technique further described as not wearing a mask and using rusty scissors and a rusty wrench to open frangibles during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by chills, cloudy effluent, and frequent bowel movements that was not diarrhea. The patient was hospitalized for this event on the onset of the symptoms. The treatment for this event was not reported. The patient was discharged after four days of hospitalization. The patient and their caregiver were retrained on aseptic technique. The patient has recovered from the peritonitis and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.